Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05630. It was reported the patient has lost stimulation. An impedance check was performed and revealed invalid contacts. Resolution could not be obtained via help from an sjm representative. The next course of action is unknown at this time.